Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient experienced pain in their vaginal area yesterday when they sat down, but it is gone. They were told to stop taking medication and the patient was needing to adjust their weight to avoid pain. The next day, patient reported slight pressure in their abdomen. They state the pressure is comfortable, but it becomes uncomfortable when amplitude is increased. As a result of the event, patient was advised to keep their ens on the current amplitude. On (B)(6) 2017, patient complained of constipation and some bleeding from their anus. They woke .up saturated on (B)(6) 2017. They also had two voids 11 minutes apart and mentioned they leaked a little while trying to pass gas. The patient also recalled a time when they tried to void, but were unable to. As a result of what was reported, the patient was referred to their healthcare provider (hcp) and they switched sides. On (B)(6) 2017 patient still had problems sleeping, leaked when they stand. They do not have a regular sleep schedule and it is awful. They have a hard time going back to sleep after waking up saturated. No device issue and no further patient complications have been reported as a result of this event.